Manufacturer narrative:
The device has been received by anspach. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "heating up" during spine surgery. The doctor had to stop and let the device cool down. The surgery was completed with the same drill. There was a delay but the reporter dosen't know how long the delay was for. There was no additional information provided.